Manufacturer narrative:
The investigation for the pump did not start issue has been completed. According to the clinical, immediately after inserting the impella cp a recurring red alarm was recorded. First a purge disc alarm was recorded, then an optical sensor alarm, and finally a low purge pressure alarm. The decision was then made to remove the pump and replace it with another impella cp device. The new pump was inserted without complication and the patient was stabilized. No product was returned for a visual inspection. Data log analysis confirmed the presence of the above alarms. The cause of the pump did not start issue was not determined because no product was returned and not enough clinical information was given. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi in section: cleaning. Added-h6 impact code 4629. F6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported a red alarm that wouldn¿t stop and that the team removed the first pump and exchanged to ensure patient was adequately supported. New cp was inserted without complication and patient stabilized on new pump. The impella connect was examined and, there was first a purge disc alarm, then optical sensor alarm, then a low purge pressure alarm. To note, the same cassette was used with the new cp and functioning without issue. No known patient harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿